Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed prior to pod activation; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour and no adverse patient impact was reported.